Event description:
A customer reported experiencing a minimum fill notification issue with their insulin pump, which persisted even after reloading and changing cartridges multiple times. There was no adverse impact to the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.